Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented with device that exhibited post-paced t-wave oversensing on the ventricular channel. The patient was asymptomatic programming changes were made during the device check.